Event description:
Information received indicates the head of the bed cannot be raised.

Manufacturer narrative:
The technician isolated the issue to a stuck head down button on the left siderail caregiver circuit board. He replaced the circuit board to repair the bed.